Manufacturer narrative:
H2. Correction: upon further review, h6 code d16 does not apply to this report and d10 applies to the ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a71400, product type software h2. Correction: upon further review, the event is related to the a71400 stimulation rc clinician programmer application and correction z-1543-2025. Please note, h6 codes b20, c20, and d14 apply to the a71400 application. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was clarified that the rep was unable to communicate with the ins because the message kept reappearing every time they tried to communicate. A different ins was not used to complete the surgery. It was noted that the communication application was the last version, but that the application was not the problem as the rep used it during the days before and after the event with no problems. It was noted that software logs could not be obtained. This information was confirmed/provided by the physician.

Manufacturer narrative:
H2. Correction: please note, h6 codes a26, b17, c20, d14 and f26 no longer apply to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2. Correction: please note, h6 codes b21, c21, and g04060 no longer apply to this report. H3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis confirmed the no telemetry condition and system error code displayed as 0x5f398bda on therapy application version 1.0.2969 used in the analysis lab. Dark dust was observed in the ports out of box. A factory reset was performed to clear the system error, after which the ins was able to communicate with the lab clinician tablet successfully and the ins passed functional testing with no issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the message "system error 0x5d4bae06" was displayed and could not be resolved; they couldn't do anything more. The ins was not implanted because they realized the issue prior to implant.

Manufacturer narrative:
G2: the country of origin is spain. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.